Event description:
The surgeon reported the intraocular lens(iol) was explanted without complication due to a refractive surprise. Another lens was successfully implanted.

Manufacturer narrative:
The iol was received and measured for diopter, results confirmed the power was correct as labeled, 11.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.